Event description:
It was reported that the lead had a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. There was blood/body fluid on the distal conductor. The outer insulation had a cosmetic depression and cosmetic environmental stress cracking.